Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic with stored vf episodes due to post sensed t-wave oversensing and decreased r-wave and t-wave amplitudes. The noise was reproducible with isometrics. The physician was not comfortable with the recommended programming changes, and recommended replacement to the patient. The lead was capped and replaced. The patient was in stable condition after the event.